Event description:
It was reported that while preparing for a total knee surgery, it was noted that the packaging of the blade did not open properly, it ripped. It was also reported that the blade was not used on a pt. It was further reported that there were no adverse consequences and there were no delays as a result of this event.

Manufacturer narrative:
The device subject to this investigation was returned for evaluation. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.